Event description:
Same case as MDR ID: 2134265-2010-01905. It was reported that following a rotational atherectomy procedure, a rotawire guide wire fracture occurred. The lesion was located in the proximal left circumflex (lcx) artery. Following ablation with the 1.50mm rotablator rotalink plus burr and rotawire guide wire, the physician attempted to withdraw the burr, but was unsuccessful. The burr and the guide wire were removed together as one system without incident. Outside the patient's body, the rotawire guide wire separated into two following removal from the burr. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): the rotawire 325 cm floppy guide wire was received fractured in two sections, at 193 cm proximal and 136 cm distal. Both fractured sections were sent to scanning electron microscopy (sem) for fracture analysis. Sem results indicated that the fracture site exhibited evidence of circumferential surface wear thus reducing the cross-sectional area of the wire. The fracture surface exhibited smeared material along with elongated dimple ruptures primarily in a torsional direction. No other material anomalies were noted. The fracture occurred in a torsional overload direction resulting from the burr induced surface wear. Dfu advices: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error as the device was not used in accordance with the dfu. (B)(4)